Manufacturer narrative:
A ge service representative evaluated the system and performed an x-ray tube calibration. No patient injury was reported.

Event description:
The customer reported that when x-rays are triggered, the system displays a generator fault and the image is black. No patient injury was reported.